Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the injector shot the lens into the eye at a rapid speed and the trailing haptic would not sit properly. The patient is reported to be fine, however, did experience some elevation in their eye pressure on postoperative day one. Additional information was requested.